Event description:
During inflation of a 16-mm diameter x2-cm length atlas pta balloon dilatation catheter across the rvot (right ventricular outflow tract), the gauge was unable to increase pressure. The balloon was deflated and the syringe filled with blood. The catheter and balloon were inspected revealing a break in the catheter just proximal to the balloon.